Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported having battery issues with the insulin pump, which caused it to have blank display. During troubleshooting customer stated there was nothing wrong with the device and just wanted to do a set change and back on the device. The device kept alarming battery out limit and weak battery alarms. Customer resolved issue, she inserted a new battery. Customer blood glucose was unknown. No further information reported